Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high capture threshold caused multiple repositioning attempted with same result. It was also noted that the rv lead was failed to be implanted due to lead entanglement with tissue. Removal of the rv lead caused structural changes to the lead. The lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported event of unacceptable capture threshold was confirmed. As received, a complete lead was returned in one piece. Electrical testing found an internal short between the inner coil and outer coil conductor paths beneath the connector ring crimp sleeve. After removing the connector boot and the outer insulation to examine the condition of the inner insulation beneath the connector ring crimp sleeve, the inner insulation was noted to be punctured in one location beneath the connector ring crimp sleeve. The cause of the reported event was isolated to the punctured inner insulation exposing the inner coil beneath the connector ring crimp sleeve. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.